Event description:
The ICD involved in this report was interrogated on (B)(6) 2011, and it was reported that the implant memories (aida) were not available at the end of the interrogation of the ICD.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.